Manufacturer narrative:
Greatbatch conducted a review of the maude database and discovered on march 10, 2017 that the distributor submitted a MDR for a device manufactured device by greatbatch. A search was performed for the event within the greatbatch complaint database and it was discovered greatbatch was not notified of the complaint by the distributor. Greatbatch communicated to the distributor to notify and forward all complaints relative to greatbatch manufactured devices. The distributor provided a list of complaints for the same item number. The list was reviewed and the complaints that greatbatch was not notified of were entered and reviewed for reportability accordingly. The below is the evaluation of one of the complaints within the list. The complaint sample was not returned to greatbatch for evaluation. Thus, an inspection could not be performed to confirm the reported event. However the distributor provided the root cause and associated the malfunction to wear and misuse or handling. A manufacturing review was performed and no discrepancies were found that would contribute to the reported event. The greatbatch risk management documents were reviewed and the failure mode has been addressed and falls within the occurrence rate identified. In summary, the complaint could not be confirmed by greatbatch but the customer has associated the cause to be wear and misuse or handling. No further investigation is required. Distributor is (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure, when the surgeon tried to remove the inserter from the cup, the inserter could not be removed. When impacting the smaller impaction handle broke internally and had to use pliers to remove it. Surgical delay of 2 minutes was reported but the procedure was completed without any adverse events reported.